Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray MFR in (B)(4), to submit this event. Problem: this x-ray unit failed to image after making a lateral run during a postoperative avm intraoperative left internal carotid artery study. The unit would not initialize after several attempts by the technicians. Therefore, it was decided to withdraw the catheter rather than leave it in that location for too long. The pt was removed from the table. There was no pt injury.